Event description:
Rptr has recently read the article in the spring issue of radiation therapist entitled, "FDA summarizes problem with radiation therapy devices". In the summer of 1992, rptr was overexposed to cadmium due to excessive dust of the cerrobend blocking devices. Osha cited and fined them for overexposing the employee to lead and cadmium. The main problem was the cadmium. Rptr was exposed to approx 3.5 times the maximum permitted by osha. The facility did not use the proper hepa filter and was also shown to have inadequate ventilation and cleaning methods. Employees also did not have right to know info and therefore were not informed of the dangers or symptoms of overexposure. Rptr was off of work for over a year due to diagnosis of cadmium exposure with symptoms of diarrhea, vomiting, high blood pressure, fever and coughing. It has also been determined that due to this exposure, rptr is unable to return to work as a radiation therapist. Rptr knows the reporting of this problem is late. Also, to this date the facility is still trying to cover up this problem.